Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. The blood glucose reading was 27 mg/dl. The customer was not taken to the hospital during the second hypoglycemic event. The customer was unable to troubleshoot. The insulin pump was not replaced or returned for analysis.